Event description:
Pfs alleges metallosis, alval, joints disabilities, limited physical activity, joint stiffness and swelling.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal and medical records received. After review of medical records, it was reported that the patient presents with incredible pain, weakness and limitation to physical activities. It was also noted that patient suffers from metal on metal reaction. Elevated metal ions. The patient was then revised for failed right total hip. Operative notes reported that there was a very small effusion. There was a small amount of corrosion on the trunnion. The stem was secure with an approximately 15 degrees of anteversion. X-ray reviewed which do show well fixed components, MRI does show obvious effusion w/o psuedotumor. Doi: (B)(6) 2008, dor: (B)(6) 2021. Right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.

Event description:
Litigation alleges pain, discomfort, increase metal levels, permanent injuries, emotional distress, disability, disfigurement and economic damages including medical and hospital expenses for revision surgery followed by monitoring, rehabilitation and pharmaceutical costs.